Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and alarmed failed battery before and after a battery change. Customer's blood glucose was 135mg/dl at the time of incident. Troubleshooting explained alarm and found that the pump is also cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump received with blank display due to moisture on electronic assembly. Moisture damage was found on motor assembly. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. The insulin pump received without the original pump belt clip. Unable to verify for damage on pump belt clip.